Manufacturer narrative:
Date sent to FDA: 11/08/2019. Corrected information: manufacturing site name.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2016. (B)(4) submitted for adverse event which occurred on (B)(6) 2017.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent resection of an abdominal wall fistula, removal of old mesh and myofascial flap reconstruction on (B)(6) 2017. It was reported that the patient experienced severe pain, numbness, chronic mesh infection, drainage, fistula, removal surgery, scarring, disfigurement, inflammation, stress and anxiety. No additional information is provided.